Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe, abnormal pelvic pain and abnormal, heavy bleeding during menstruation (menorrhagia). Plaintiff underwent a total hysterectomy and salpingectomy. The events are listed in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur during essure micro-insert wearing. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe, abnormal pelvic pain') in a 31-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diclofenac since 2014, fluconazole (diflucan) since 2014, potassium since 2014 and sumatriptan since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal, heavy bleeding during menstruation") and vaginal haemorrhage ("abnormal vaginal bleeding"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash ("rashes"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain") and was found to have weight increased ("weight fluctuations/ weight gain / loss (specify which one) gain"). In (B)(6) 2014, the patient experienced uterine enlargement ("uterus was swollen"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("severe, abnormal lower abdominal / severe cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), pruritus ("itching"), amnesia ("memory loss"), paraesthesia ("tingling sensations in her legs"), procedural pain ("painful and invasive surgery"), vaginal infection ("vaginal infection"), limb discomfort ("heavy legs"), nausea ("nauseous"), dizziness ("dizzy") and decreased appetite ("loss of appetite"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), diphenhydramine hydrochloride, sumatriptan (imitrex) and surgery (hysterectomy (full) and bilateral salpingectomy on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, anxiety, paraesthesia, migraine, uterine enlargement, procedural pain, vaginal infection, vaginal haemorrhage, allergy to metals, headache, limb discomfort, nausea, dizziness and decreased appetite had resolved, the amnesia had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, decreased appetite, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, limb discomfort, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, procedural pain, pruritus, rash, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: full occlusion of her fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: events: heavy legs, nauseous, dizzy, loss of appetite were added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe, abnormal pelvic pain') in a 31-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diclofenac since 2014, fluconazole (diflucan) since 2014, potassium since 2014 and sumatriptan since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal, heavy bleeding during menstruation") and vaginal haemorrhage ("abnormal vaginal bleeding"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash ("rashes"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain") and was found to have weight increased ("weight fluctuations/ weight gain / loss (specify which one) gain"). In (B)(6) 2014, the patient experienced uterine enlargement ("uterus was swollen"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("severe, abnormal lower abdominal / severe cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), pruritus ("itching"), amnesia ("memory loss"), paraesthesia ("tingling sensations in her legs"), procedural pain ("painful and invasive surgery"), vaginal infection ("vaginal infection"), limb discomfort ("heavy legs"), nausea ("nauseous"), dizziness ("dizzy") and decreased appetite ("loss of appetite"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), diphenhydramine hydrochloride, sumatriptan (imitrex) and surgery (hysterectomy (full) and bilateral salpingectomy on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, anxiety, paraesthesia, migraine, uterine enlargement, procedural pain, vaginal infection, vaginal haemorrhage, allergy to metals, headache, limb discomfort, nausea, dizziness and decreased appetite had resolved, the amnesia had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, decreased appetite, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, limb discomfort, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, procedural pain, pruritus, rash, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: full occlusion of her fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: events: heavy legs, nauseous, dizzy, loss of appetite were added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe, abnormal pelvic pain') in a 31-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diclofenac since 2014, fluconazole (diflucan) since 2014, potassium since 2014 and sumatriptan since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal, heavy bleeding during menstruation") and vaginal haemorrhage ("abnormal vaginal bleeding"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash ("rashes"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain") and was found to have weight increased ("weight fluctuations/ weight gain / loss (specify which one) gain"). In (B)(6) 2014, the patient experienced uterine enlargement ("uterus was swollen"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("severe, abnormal lower abdominal / severe cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), pruritus ("itching"), amnesia ("memory loss"), paraesthesia ("tingling sensations in her legs"), procedural pain ("painful and invasive surgery"), vaginal infection ("vaginal infection"), limb discomfort ("heavy legs"), nausea ("nauseous"), dizziness ("dizzy") and decreased appetite ("loss of appetite"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), diphenhydramine hydrochloride, sumatriptan (imitrex) and surgery (hysterectomy (full) and bilateral salpingectomy on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, anxiety, paraesthesia, migraine, uterine enlargement, procedural pain, vaginal infection, vaginal haemorrhage, allergy to metals, headache, limb discomfort, nausea, dizziness and decreased appetite had resolved, the amnesia had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, decreased appetite, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, limb discomfort, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, procedural pain, pruritus, rash, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: full occlusion of her fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, abnormal pelvic pain") and menorrhagia ("abnormal, heavy bleeding during menstruation") in a 37-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diclofenac since 2014, fluconazole (diflucan) since 2014, potassium since 2014 and sumatriptan since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced menorrhagia (seriousness criterion medically significant), alopecia ("hair loss"), rash ("rashes") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2010, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and allergy to metals ("nickel allergy"). In 2012, the patient experienced migraine ("migraines"). In september 2014, the patient experienced uterine enlargement ("uterus was swollen"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, abnormal lower abdominal / severe cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), pruritus ("itching"), amnesia ("memory loss"), anxiety ("anxiety"), paraesthesia ("tingling sensations in her legs"), procedural pain ("painful and invasive surgery"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight fluctuation, anxiety, paraesthesia, migraine, uterine enlargement, procedural pain, vaginal infection, vaginal haemorrhage, allergy to metals and headache had resolved, the amnesia had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, paraesthesia, pelvic pain, procedural pain, pruritus, rash, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in august 2006: full occlusion of her fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: the pfs received: the event vaginal haemorrhage, allergy to metals , headache, abdominal pain added, events outcome, concomitant medication, concurrent condition added, lot number added. Reporters added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, abnormal pelvic pain") and menorrhagia ("abnormal, heavy bleeding during menstruation") in a 37-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diclofenac since 2014, fluconazole (diflucan) since 2014, potassium since 2014 and sumatriptan since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced menorrhagia (seriousness criterion medically significant), alopecia ("hair loss"), rash ("rashes") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2010, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and allergy to metals ("nickel allergy"). In 2012, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced uterine enlargement ("uterus was swollen"). On (B)(6) 2014, 8 years 5 months after insertion of essure (ess205), the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, abnormal lower abdominal / severe cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), pruritus ("itching"), amnesia ("memory loss"), anxiety ("anxiety"), paraesthesia ("tingling sensations in her legs"), procedural pain ("painful and invasive surgery"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight fluctuation, anxiety, paraesthesia, migraine, uterine enlargement, procedural pain, vaginal infection, vaginal haemorrhage, allergy to metals and headache had resolved, the amnesia had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, paraesthesia, pelvic pain, procedural pain, pruritus, rash, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: full occlusion of her fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc: quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information(exp and manufacture dates) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 07-sep-2016 which refers to a female consumer of unspecified age who had essure (ess205)(fallopian tube occlusion insert) inserted in (B)(6) 2006 for permanent birth control. In (B)(6) 2006, she had an hsg (hysterosalpingogram) test that confirmed full occlusion of her fallopian tubes. Beginning in 2010 she began experiencing severe, abnormal menstruation pain; abnormal, heavy bleeding during menstruation; prolonged, abnormal menses; severe, abnormal lower abdominal and pelvic pain; severe, abnormal cramping; severe back pain; pain during intercourse; loss; metallic taste in her mouth; rashes and itching; vaginal discharge and infection; fatigue; weight fluctuations, memory loss, anxiety, and tingling sensations in her legs. Beginning in 2012, the plaintiff began experiencing migraines. Over time, the plaintiff sought treatment and has complained about these symptoms. She was forced to miss work due to the symptoms she was experiencing. Throughout 2014, she underwent a series of tests to determine the cause of her symptoms. In (B)(6) 2014, when the results for all the tests came back normal, and her primary care physician concluded that the only remaining possible cause of her symptoms was the essure. In (B)(6) 2014, the physician recommended that the plaintiff get a pelvic exam, and the results showed that her uterus was swollen. In light of the results of the pelvic exam, as well as all the other tests that came back normal, the possibility of having surgery to remove the essure devices was discussed. In (B)(6) 2014, she underwent a total hysterectomy and salpingectomy to remove her uterus, cervix, and fallopian tubes. The surgery was painful and invasive. The plaintiff was forced to miss work from approximately (B)(6) 2014 to (B)(6) 2015 in order to recover from this serious and invasive surgery. Since the removal surgery, her symptoms have mostly resolved, yet she continues to have occasional migraines and experience some memory loss. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe, abnormal pelvic pain and abnormal, heavy bleeding during menstruation (menorrhagia). Plaintiff underwent a total hysterectomy and salpingectomy. The events are listed in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur during essure micro-insert wearing. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.